Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's assessment, this type of damage most likely was induced by a process variation of the plunger rod label machine. Adjustments to the machine were done and preventative maintenance was performed.

Event description:
It was reported that a syringe 5ml saline fill china sp had a broken barrel. The following was reported, "before using, it was found that the barrel broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 5ml saline fill china sp had a broken barrel. The following was reported, "before using, it was found that the barrel broken."